Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern for textured implant device, seroma and lymphoma-alcl-suspected.

Event description:
Healthcare professional reported for unknown side "exchange of textured devices due to patient's concern with product", "fluid around the implant" and "bia-alcl." Device remains implanted. Histopathological markers confirming alcl have not been received.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device; seroma: unable to observe since it is a medical evet and is not related to the device; lymphoma-alcl-suspected: unable to observe since it is a medical evet and is not related to the device. Additional observations: crease fold observed on the surface of the shell; wear abrasion observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported for unknown side "exchange of textured devices due to patient's concern with product", "fluid around the implant" and "bia-alcl." Histopathological markers confirming alcl have not been received. The device has been explanted.

Event description:
The device has been explanted.